Event description:
It was reported that when a patient presented in the hospital for reasons unrelated to cardiac health, far r-wave oversensing was observed via egm. Programming changes were made and the oversensing was resolved.